Event description:
Customer reported receiving erratic results from the freestyle meter. Back-to-back freestyle readings taken on the fingers were 231 mg/dl, 146 mg/dl and 85 mg/dl. The reported results were outside the 20% range. Customer was acting mysteriously and was taken to the hospital by their family member. Their insulin and "other medication" were administered. It is not known what type of other medication was administered.